Event description:
Balloon rupture. The patient had longer heart arrest time (longer surgical procedure).

Manufacturer narrative:
Customer report was confirmed. Balloon was ruptured in central area. Balloon appeared baggy at the site of rupture. Unit is sent to contract manufacturer for further evaluation. The balloon was visually inspected and it is confirmed that the balloon has burst. The edges of the burst are ragged and inconsistent in wall thickness. Visually there is significant wall thinning in the area that burst. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. These devices are visually and functionally tested 100% prior to packaging and the condition of the balloon was not present during that time.